Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
On (B)(6)2020, customer had initially reported receiving high readings on his freestyle libre sensor when comparing to blood glucose results. On (B)(6)2020, customer reported that due to a delivery issue involving the replacement product, he was unable to test and on (B)(6)2020, he experienced a medical event. Customer experienced unspecified symptoms of hypoglycemia and had contact with an hcp who diagnosed him with hypoglycemia and treated him with juice and glucose (unknown route of administration). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2020, customer had initially reported receiving high readings on his freestyle libre sensor when comparing to blood glucose results. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement product, he was unable to test and on (B)(6) 2020, he experienced a medical event. Customer experienced unspecified symptoms of hypoglycemia and had contact with an hcp who diagnosed him with hypoglycemia and treated him with juice and glucose (unknown route of administration). There was no report of death or permanent injury associated with this event.